Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 - reference MFR. Report: 1627487-2014-21416 - the patient received four leads, each pair has the same lot number. It was reported one of the patient's lead eroded through her skin. Additionally, the patient stated she no longer needs the system due to improved pain. As a result, the entire scs system was explanted.